Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory. (B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
It was reported that there was premature battery depletion. It was noted that impedance testing was performed. It was noted that a replacement was required as a result of the event. It was noted that the patient had pain. It was noted that the patient was alive with no injury. It was noted that the device would be returned. Additional information received reported that the longevity calculation was not performed. Additional information received reported that the patient had a patient programmer. Additional information received reported that the all impedances were within normal limits between 600 and 800 ohms when contact 0 was used as a reference. It was noted that the device displayed an elective-replacement-indicator (eri) message. It was noted that group a1 used contact 0 and 1 as anodes and contact 5 as the cathode, currently at 2.2 volts and 330 microseconds, with a rate of 80 hertz. Group a2 used contact 0 and 2 as anodes and contact 1 and 3 as the cathodes, currently at 6.6 volts and 330 microseconds, with a rate of 80 hertz. Additional information received reported that the patient was fine after replacement and received effective therapy with the new implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The setscrew was tight to the plug. The ins passed functional testing, but had reached an eri condition. A longevity estimate based on the programmed parameters shown on the returned printout from (B)(4)-2014 indicated an expected life of 3.39 months to eri. According to the trace report taken from the ins, the battery reached eri in 3.68 months. The battery was at normal end-of-life and telemetry and output were okay. Analysis of the boot found no anomaly.